Event description:
A customer reported experiencing a cartridge alarm and substantial damage to the pump's rack pushrod, preventing the cartridge from engaging properly. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer was instructed by tandem technical support to return the malfunctioning pump and received instructions for putting it into storage mode. A replacement pump with updated software was sent to the customer, who was advised to program settings and connect their cgm to the new pump. The customer was informed about returning the problematic pump to avoid being billed and was briefed on using a backup therapy to ensure continuous insulin delivery during the transition.